Manufacturer narrative:
This report is being made out of an abundance of caution. Service engineer visited site and evaluated device to determine cause of event. He replaced power supply, checked device for proper operation after repair and the device was returned to use. Power supply was returned to fujifilm in (B)(4) for analysis by manufacturer. A cr reader unit is used for reading x-ray images that have been exposed on a cr image plate. The smartcr is also known as an xg-1 or a cr-ir 346. There is no indication the system was being used to read image plates at the time of the event. No patients were reported as being involved in the event and no reports of injury were alleged or provided by the reporter. (B)(4). This addresses a corrective action that will replace the power supply in all smart cr systems. Notification to users was made.

Event description:
The site's smart cr reader (s/n: (B)(4)) began to experience smoke before car -102 was installed. The reader unit has been taken out of commission until the power supply is replaced. There was no indication the system was being used to read image plates at the time of the event. No patients were reported as being involved in the event and no reports of injury were alleged or provided by the reporter.